Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting an MRI because they thought something might be wrong with the ins. The patient requested MRI compatibility guidelines and it was reviewed how to enter MRI mode with the programmer. The patient noted that they had a 'brain fog' the morning on the call and that they forgot to bring their programmer to the MRI facility. No further information was provided and follow-up was sent to the patient. No further complications were reported.